Event description:
A report was received that the patient's precision system was explanted due to inadequate stimulation and because the ipg site was itchy. The physician does not feel the patient was having an allergic reaction. The patient was reportedly doing well following the procedure.